Event description:
Caller reported falling on his pump, resulting in a screen issue where only black lit pixels were displayed without showing any information. There was no adverse impact to the customer's blood glucose level, as it did not report values above 500 mg/dl or below 54 mg/dl. The customer was unable to interact with the pump due to the display problem, leading to tandem technical support arranging a replacement pump. The customer understood the instructions for returning the pump and using the provided pre-paid label for the return within 10 days. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to avoid any interruption in insulin delivery.